Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush heads detached from the stem [device breakage]. No adverse event [no adverse event]. Case description: a (B)(6) male consumer reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b flexisoft brushheads detached from the stem within 2 -3 weeks of use. No symptoms developed. 04-dec-2015 received follow-up: the consumer reported he had bought a pack of three or four, and he still had one of the toothbrush heads. He stated the head came off, but did not lodge in his throat. The brush heads lasted two weeks. No symptoms developed.